Manufacturer narrative:
Test procedure followed: qara 146 section 9.0, revision: g. Mfg specifications tested to 9if not clearly established in test procedure): visual. The retunred blood pump rotor was visually inspected and confirmed that one of the springs on the rotor were broken. Upon disassembly ot the rotor it was noticed that one of the springs broke in four pieces.

Event description:
During a dialysis treatment, a broken blood pump rotor spring was found. There was no pt injury or medical intervention.